Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones and had year battery remaining left months ago. Boston scientific technical services (ts) was able to discuss the beeping pattern of the device and the possible causes. Ts then referred the patient to the clinic to confirm cause of the beeping. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones and had year battery remaining left months ago. Boston scientific technical services (ts) was able to discuss the beeping pattern of the device and the possible causes. Ts then referred the patient to the clinic to confirm cause of the beeping. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This supplemental report is being filed to correct the h11: additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones and had year battery remaining left 2 months ago. Boston scientific technical services (ts) was able to discuss the beeping pattern of the device and the possible causes. Ts then referred the patient to the clinic to confirm cause of the beeping. This crt-d was explanted and replaced. No additional adverse patient effects were reported.